Event description:
The customer reported that the battery had 4 dim leds ad failed to charge. In this state the battery fails to power up the device.

Manufacturer narrative:
(B)(4). There was no report of pt impact. The battery was returned to philips and the failure was confirmed. Philips sent the customer a new battery which resolved the failure.